Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was returned inside the introducer needle. It was noted that the guidewire was bent in the portion distal to the introducer needle. It was also noted that the outer coil wire was stretched in this region with the distal end of the inner core wire protruding through the outer coil wire. Based on these findings, the investigation is confirmed for the reported advancement issue, specifically due to a frayed guidewire. It is likely that the damage that caused the guidewire to fray also caused the guidewire to bend, and this damage overall would contributed to the reported advancement issues through the introducer needle. However, the definitive root cause for the damage to the guidewire could not be determined based upon available information. Possible contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient-sized skin nick. (Expiration date: 08/2022).

Event description:
It was reported that during insertion of a port catheter, the guide wire allegedly was unable to advance through the introduction needle. There was no reported patient injury.